Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data, which confirmed the reported impedance increase. During the six months prior to lead replacement, the ventricular pacing impedance increased from 408 to 1200 ohms.

Event description:
It was reported that the lead impedance increased from 504 ohms to 1200 ohms over a six month period, and there were increased thresholds. The lead was capped and replaced. A possible lead fracture was also noted. No patient complications have been reported as a result of this event.